Event description:
Crd_964 - catalyst ide study (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Heparin was administered during the procedure with the patient's activated clotting time (act) levels of 279 seconds. Thrombus noted at superior aspect of device post 3 months on (B)(6) 2024, patient resumed apixaban for thrombus resolution. The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.2. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus after 3 months of amulet device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. On tee there was evidence of mass over the amulet occluder that was triangular in shape with a height of about 1 cm and length of about 2.5 cm. Mass most likely represents a thrombus. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported medical intervention was to administer medication for resolution of thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.